Event description:
During a lobectomy procedure, the device was fired on the pulmonary vein and no staples released. A like device was used to complete the procedure. There was no reported patient consequence.